Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity/spinal cord injury/spinal cord disease indications for use. It was reported that the company representative (rep) reported that over the past few refills, the healthcare provider (hcp) had noticed a volume discrepancy of 5-6 ml. The rep stated that they plan to do a dye study and possibly a roller study today. The agent reviewed and sent information on how to perform a roller study. The pump logs do not show any issues, only programming steps. The issue was not resolved through troubleshooting. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated the patient had return of spasticity symptom. A dye study was conducted on (B)(6) 2025 and the catheter was patent. The refill amount was more than expected over the last ¾ refills by 5-6 cc. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced since the catheter was patent and only getting 5 years out of his pumps. There was small break on 8780 at connector so physician replaced pump connector. The nurse was making notes for risk management to contact the rep upon comp letion and arrange the return of the device to medtronic. The healthcare provider (hcp) has no further information for medtronic. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated tha they did a refill expected 10 mls but got out 15.5 ml. There was no additional information.